Event description:
A surgeon reported central island, noted on topography post-op photo refractive keratectomy, performed eight months ago. The surgeon indicated that he did not report the issue at that time as the pt had no visual complaints. No other info was shared regarding this case. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).